Manufacturer narrative:
(B)(6). Investigation summary: (B)(6) samples were received for evaluation. The UDI 2.0 barcode was implemented and our customer was not ready to manage the change. Posiflush marketing was informed about this issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the first complaint for the lot#8242589 for the same defect or symptom. There was no documentation of issues for the complaint of batch #8242589 during this production run. Root cause description: the UDI 2.0 barcode was implemented and our customer was not ready to manage the change. Posiflush marketing was informed about this issue. Rationale: the UDI 2.0 barcode was implemented and our customer was not ready to manage the change. Posiflush marketing was informed about this issue.

Event description:
It was reported that bd posiflush¿ ns filled syringe barcode could not be scanned and the linear barcode was missing. No serious injury or medical intervention was reported.

Manufacturer narrative:
The information was revaluated and does not meet the reporting criteria for missing label information. This complaint falls under general dissatisfaction and is not reportable as a result making report 1911916-2019-00174 null and void.

Event description:
It was reported that bd posiflush¿ ns filled syringe barcode could not be scanned and the linear barcode was missing. No serious injury or medical intervention was reported.